Event description:
The report received from the field indicated that the internal balloon packaging of the 80 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) was not sealed on one of the sides when a staff member of the lab removed the balloon from the box. The balloon was not used in the procedure due to it being unsterile when it was opened. A picture was attached. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). The outer box did not appear to have been opened prior to the reported event. It appeared that the side seam was not properly heat sealed. There was no reported damage to the packaging/outer box or product. Another product was used to complete the procedure successfully. No additional information including target lesion information is available.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that the internal balloon packaging of the 80 cm. Powerflexpro 6 mm. X 4 cm. Balloon catheter (bc) was not sealed on one of the sides when a staff member of the lab removed the balloon catheter from the box. The balloon was not used in the procedure due to it being unsterile when it was opened. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). The outer box did not appear to have been opened prior to the reported event. It appeared that the side seam was not properly heat sealed. There was no reported damage to the packaging/outer box or product. Another product was used to complete the procedure successfully. No additional information is available. The product was returned for inspection. One non sterile powerflexpro 6mm4cm 80 was received inside a plastic bag in its original package. The pouch was found unsealed (missing straight seal). The device was not use. No other damaged were noted in the device. Dimensional analysis was not performed since the pouch was not sealed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿packaging/pouch/box compromised sterility-seal open¿ was confirmed since the pouch was found unsealed (missing straight seal) during analysis and no seal marks were found on pouch. As this issue may be related to the manufacturing process, a risk assessment has been initiated to further investigate the issue.